Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10886. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 30mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed, but did not meet release criteria. When attempting to recapture it, they were not able to contain the entire closure device within the system; it had become stuck. The closure device was then re-deployed 5-7 times in the left atrium in attempts to recapture it, which was eventually successful with additional force applied. The procedure was completed with another 30mm watchman ® laa closure device and a different was. No patient complications were reported.